Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he had a lot of auto immune problems. Then he had to take steroids. The blood glucose value was high but unknown. Customer stated he had been in the hospital multiple times in the last 18 months. Customer declined to troubleshoot further. Insulin pump will not be returned for analysis.